Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the n40-o and IV set are observed to be disconnected. There is no visible damage or other defect identified within the photo to indicate why the disconnection occurred. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification, such as luer threading. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2407309 were used for additional evaluation. All product was visually inspected, no defects were observed, and luer threading was verified to meet required specification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 515056 lot: 2407309. On 11/15/2024, we had a safety event reported for bd item # 515056 (injector drug trnsfr device clsd sys n40-o). Patient harm: none. Event details: ¿pt is here for c1d1 keyturda/taxol/carobplatin/ and zometa.1508 keytruda completed.1549 taxol started. Pt tolerated well 1706 pt stated that " I feel wet in my pants." Primary rn found, phaseal connector was disconnected, leaking from patient's IV. Stopped all infusion. 106.69ml of taxol was given. 1708 moved pt to new room, initiating the chemotherapy spill procedure. Charge rn, connected to pharmacy, to order new replacement bag.¿